Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031405, mini tray std cocr +6 offset, lot # 64861508; catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64925374. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03308. Remains implanted.

Event description:
It was reported a patient underwent an initial shoulder arthroplasty approximately 3 months ago. Subsequently, the patient dislocated shoulder joint while chopping wood. All prosthetic component were well fixed. Surgeon decided to change to a retentive liner. Both humeral liner and tray were exchanged. Attempts have been made and there is no further information at this time.